Event description:
Additional information received indicated the issue was resolved by explanting and replacing the device.

Event description:
During follow-up, the device was observed to be in back-up mode. An explant procedure is anticipated but not yet scheduled to resolve the issue. The patient was in stable condition.